Manufacturer narrative:
A non-sterile orbit galaxy tight distal loop complex xtrasoft coil 4 x 8 was received coiled, inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was found zipped and no damages were noted on it. The support coil and gripper coil were found without damage just the head piece of the embolic coil was found attached to the gripper the rest of the embolic coil was not returned for evaluation. The review of lot 15989498 revealed no issues that were considered potentially related to the reported complaint. The failure reported by the customer that the coil unraveled could not be evaluated due to the embolic coil was not received for evaluation. The condition of the head piece without coil and the damages found on the device was apparently caused by applying excessive force on it but it could not be conclusively determined. However these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place as per that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time.

Event description:
During coil embolization of a ruptured aneurysm at the patient¿s internal carotid artery an orbit galaxy (640cx0408/15989498) unraveled while the physician was inserting the coil into the microcatheter. The coil was removed together with the microcatheter, and the procedure was completed without any further issues or delay. There was also no patient injury/complications reported. The vessel was mildly tortuous but the level of calcification is unknown. It was reported that an unspecified excelsior sl-10 (type unknown) was used for the above procedure. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all times. Prior to use, no defect (kink, bends, etc.) Was noted on the product by visual inspection. No unintended detachment was observed in the vessel or in the microcatheter. It is unknown if the microcatheter was re-shaped or not. There was no resistance or friction between the guidewire and microcatheter reported nor any resistance during advancement of the coil through the microcatheter. It is unknown whether other coils went through the same microcatheter without resistance. The coil did not detach from the delivery system. The complained product will be returned for the evaluation. No additional information is available.

Manufacturer narrative:
The product will be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. Review of DHR for lot 15989498 revealed no anomalies related to the reported complaint.